Event description:
It has been reported to us that leaking was noticed from the hub area of the guide catheter.

Manufacturer narrative:
Actual device used in case was evaluated. Visual examination performed. Visual examination of the guide catheter revealed that the hub of the guide catheter was leaking. The hub of the guide was cut open to examine the glue joint and it was inadequate and it was not applied in the locations prescribed by the manufacturing instruction. Retraining of the manufacturing personnel has been completed. A review of the device history record did not detect any deficiencies in the manufacturing process. The event has been confirmed for leaking at the hub. The analysis is complete as of today (B)(4) 2011.